Event description:
Before activation of the implant, the user hit his head. At activation, some affected channels were seen and the hearing performance with the device was affected. Additionally, the family mentioned that one month after implantation the user had an infection which led to hospitalization and was provided with antibiotics.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. Also, the reported impact to the head might have weakened the fixation of the active electrode and could also be a factor for electrode mobility. Further, the recipient suffered from an infection at the implant site one-month post-implantation surgery, which is known side effect of otologic surgery. However, to determine an exact root cause a device investigation of the explanted device is necessary. Information on possible further steps has not been received yet.

Event description:
Before activation of the implant, the user hit his head. His mom reported that the user fell and hit the head in the period between the surgery and the activation. At activation, some affected channels were seen and the hearing performance with the device was affected. Further proceedings are currently unknown.